Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump¿s keypad was unresponsive. It was also reported that the customer was in pool and insulin pump was not turning on, it was just beeping however insulin pump had pump error motor power supply voltage error and history pointers failed. Customer also reported that they were able to clear alarm and able to rewind the insulin pump. Trouble shooting was performed for blank display. Customer also reported the contacts on the battery cap was neither missing nor damaged, battery compartment was neither damaged nor corroded and the spring was neither damaged nor corroded. Trouble shooting was performed for blank display. Customer was advised to clean battery cap contacts with a dry cotton swab. It was also advised to press and hold the back button for 30 seconds and to insert new aa battery. Display returned after pump restart. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronics assembly. Motor and force sensor was also corroded. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display. Unable to verify pump error 41 or pump error 49 due to blank display.